Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The respondent is an interventional cardiologist and used the wholely guidewire system 220 devices since practicing, and 60 in the last 12 months. It was reported that the respondent experienced embolization, irritation to vessel causing vessel spasm, thrombus and vessel perforation since using the device, with irritation to vessel causing vessel spasm, and vessel perforation when using the device in the last 12 months. 2 cases of embolization reported, the 2 reported to medtronic, 1 case of irritation to vessel causing vessel spasm, the 1 case reported to medtronic. 1 case of vessel damage reported with the 1 case reported to medtronic. Embolization, thrombus and vessel perforation reported to be somewhat concerning, with the irritation to vessel causing vessel spasm not concerning at all.